Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported depending on the position of the bronchoscope tip, it does not return an image. During set up, there was no patient injury reported.